Manufacturer narrative:
The root cause of the incident is user error: the operator lost balance and stumbled.

Event description:
While attempting to calibrate the primus, the physical therapist missed the slot in the calibration bar where the calibration weight should be hung and lost balance. She hit her face on the calibration bar or weight, breaking her nose. She required surgery at the ER and missed a few days of work. After returning to work, the therapist called bte customer support with questions regarding the equipment, she then described the incident. She stated that she was doing well and was suffering no ill effects.